Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, infection, inflammation, mobility. The implant was probably overloaded due to the somewhat unstable maxillary full denture.